Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was dislodged and perforated the heart wall causing chest pain and discomfort. When checked, the lead exhibited loss of capture in bipolar and unipolar mode. Impedance remained stable. The patient underwent a surgical intervention to reposition the lead, which remains in service. No additional adverse patient effects were reported.